Event description:
Customer reported an rh discrepancy on the echo on a donor sample. The sample resulted as o negative on the echo, but should have been o positive. Customer stated repeat testing on the echo resulted as o positive.

Manufacturer narrative:
A service call was made. Peripump tubing was replaced, due to low measurement. Ran the donor with rh discrepancy, with expected results. Echo was within specification and operating as expected.